Event description:
This is a report from baxter (B)(4) of foreign matter inside the tubing causing leaking and inability to use tubing. The reported condition occurred during use. No patient injury or medical intervention has been reported. This is report 1 of 2 received with the same reported problem from this facility.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available for evaluation but has not yet been received by baxter. A follow up medwatch will be submitted upon completion of baxter?s investigation. (B)(4)

Manufacturer narrative:
(B)(4).a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.